Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all operating current test were normal. The bolus wizard functioning properly per bolus wizard sample in the user guide. The insulin pump download properly and the selected data or carbs value was properly listed in carelink pro. No history anomaly noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not calculating carbs to dosage ratio properly although parameters were entered incorrectly. Customer's blood glucose was 222 mg/dl. Customer was hospitalized due to non-diabetes related issues and blood glucose had been rising. Troubleshooting was not performed as nurse believed that insulin pump needed to be replaced.